Event description:
The customer reported to olympus that during a laparoscopic gastrectomy, the high flow insufflation unit suddenly restarted on its own. The device was inspected before use. The therapeutic procedure was completed using a similar device. There was no report of patient harm. Related patient identifier: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation the customer's allegation was not confirmed. However, it was confirmed an error sound was heard and the front panel display went off during operation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to failure of the pressure sensor (cr) board causing the front panel to go out. Olympus will continue to monitor field performance for this device.